Manufacturer narrative:
Additional information: method/results/conclusion codes device evaluation: the complaint device was returned to the manufacturer for physical evaluation. The manufacturer received two samples without the original packaging from the customer. A visual inspection was performed on the samples and the results were acceptable. A dimensional inspection and a taper test were performed on these samples and both tests had acceptable results. The samples were then tested using a liberty cycler for simulated use and passed. During the simulated use test, there were no observations of leaks or disconnections of the adapters. The devices worked as intended with no noted abnormalities and no defects identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance reports or abnormalities during the assembly of this lot. The lot met all specifications for release. Testing of the returned samples and review of the DHR did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of adapter leak was not able to be duplicated during testing of the returned samples. The evaluation of the returned samples confirmed that the devices functioned fully as designed and met specification. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: although it was stated that the device was able to be returned for manufacturer evaluation, no device has been received by the plant for investigation at this time. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that when the patient completed pd treatment, the adapter to the supply bag (baxter extraneal icodextrin) fell off and caused leakage. The adaptor reportedly came loose from the supply bag, which is the last bag for the patient¿s treatment. There were no observed defects or cracks with the adapter. There were no cycler alarms reported. The patient did not experience any adverse events or require any medical intervention. The patient was not given prophylactic medication. The patient did not have cloudy effluent or report any complaints of stomach pain. The adaptor was stated to be available for return to the manufacturer for physical evaluation. The exact date of the event is not known. The pd nurse reported that when the patient came to the facility for a routine appointment on (B)(6) 2017, the patient reported three adapter leak events that happened during the week of (B)(6) 2017. This submission documents the third leak event and the event date is selected as (B)(6) 2017.